Event description:
A customer in (B)(6) reported a misidentification of aerococcus urinae as granulicatella adiacens in association with the vitek® 2 gp test kit. On (B)(6) 2018 the customer suspected aerococcus urinae but the gp card identified granulicatella adiacens (98%). The isolate was sent to the hospital on (B)(6) 2018 for identification by mass spectrometry, and the result received on (B)(6) was aerococcus urinae. There was a delay greater than 24 hours for reporting results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Later, the customer retested and the result was low discrimination between a urinae and g. Adiacens. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to a misidentification of a aerococcus urinae strain as granulicatella adiacens in association with the vitek® 2 gp test kit. The identification of the customer's strain was confirmed as aerococcus urinae on vitek ms v3 (knowledge base v3.0). On vitek 2 (v7.01), two (2) gp cards, one (1) from the customer lot (cl : 2420528103) and one (1) from a random lot (rl : 2420414203), were tested from cba subculture. Test results: excellent identification to granulicatella adiacens (97%) on the cl. Very good identification to aerococcus urinae (93%) on the rl. A review of the card profile for the cl indicated one atypical negative reaction (dspr) and one atypical positive reaction (dmne). An increased number of atypical reactions can indicate contamination, mixed culture, use of non-recommended media, user set up error, or an atypical strain. In conclusion, the customer misidentification to granulicatella adiacens was duplicated in-house on the customer lot, in which atypical reactions were observed.